Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. They reported they were trying to connect to their device for the first time since they received their implant two days ago. They needed to charge up the communicator as it was low, and after ten minutes, it had sufficient charge. Instructions were reviewed, and the patient had to switch communicators and had difficulty connecting even after repositioning and moving away from electromagnetic interference (emi). They then received the message, 'all data has been lost.' It was reviewed the implant needed to be reprogrammed, and an email was sent to the field. There were no patient symptoms or further complications reported at this time.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was taken care of in the office. They were not using the device correctly and have been instructed on how to properly use it. Everything is clear and the patient is able to use the device now.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.